Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials.

Event description:
It was reported that the peritoneal catheter broke just below the distal end of the valve.